Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia on pump therapy, with sensor readings peaking at 366 mg/dl and later trending down despite meal announcement and usual activity; site inspection reportedly showed no leakage and an unbent cannula, and the user requested discussion of irregular insulin usage. Symptoms included dry mouth and frequent urination consistent with hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information with no findings available, and no specific device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.